Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated she initially went to the hosp because she was experiencing chest pain but she did not realize that she had high blood glucose levels. The infusion set was changed out prior to the hospitalization. The customer felt that the high blood glucose occurred because she did not take the correct amount of insulin and felt the insulin pump was functioning properly. Troubleshooting was performed and the insulin pump passed the prime test. The customer also stated that her medical dr was making changes to her basal rate and the bolus wizard settings.